Manufacturer narrative:
Additional narrative: the complaint description states that the cup did not appear to lock down when attempting to impact the poly cup implant. Examination of the returned device confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup did not appear to lock down when attempting to impact the poly cup implant.